Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white particles and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool and sharp opening in the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage and a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.